Event description:
Developed cough that has gradually become worse to this date ((B)(6) 2021). I have also noticed upper airway irritation while using the philips dreamstation CPAP devise. I have been contacted by philips ((B)(6) 2021) advising me of their recall and have completed the information forms they require.